Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2021-02626. It was reported that a no external power alarm occurred. The patient reported their power went out in his house on (B)(6) 2021 and the patient also reported exposed wires in their controller cables. The patient's controller was exchanged and discarded. A review of the log files found low voltage/no external power events on (B)(6) 2021 0612 and (B)(6) 2021 1715 while the device was connected to the mobile power unit (mpu). In both instances, there was a total loss of power to the mpu enabling the backup battery in the controller until power was restored to the mpu.

Event description:
It was reported that the mobile power unit (mpu) was functioning as intended. It was unknown if the power cord came loose at the back of the unit or at the wall, as the patient did not report that. The mpu was noted to have the v-lock connector. The patient reported a loss of power to the home. It was clarified by the account that the loss of power at home occurred on (B)(6) 2021.

Manufacturer narrative:
Main investigation conclusion: the reported event of no external power alarms was confirmed via the log file. The mobile power unit (mpu) (B)(6) was not returned for analysis; however, a log file was submitted for review with events spanning approximately 6 days (30apr2021 ¿ 06may2021 per time stamp). Low power hazard and no external power alarms were active due to a loss of ac power to the mpu on 30apr2021 between 06:12:02 ¿ 06:13:02 and between 17:15:42 ¿ 17:15:57. The backup battery provided power to the system during these events. The alarms cleared when power was restored. There were no other notable alarms active in the log file. Pump operation was not affected. The root cause for the reported event was conclusively determined to be due to a power outage to the home. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including no external power alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mobile power unit (B)(6) and the mpu was found to pass all manufacturing and qa specifications before being shipped to the customer on 04jun2019. No further information was provided. The manufacturer is closing the file on this event.